Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was unknown. Customer stated insulin pump grinding sounds and backlight anomaly. Customer stated insulin pump rejected new battery. Customer stated insulin pump had scratched on the screen which make difficult to read the screen. The insulin pump will not be returned for analysis.